Event description:
The customer reported to olympus, the high-definition lcd monitor had no power/intermittent power. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found printed circuit board was faulty resulting in no image, additionally dead pixels were present, there were scratches on the bezel screen, and cosmetic wear, and the fan was always on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(Information listed was inadvertently omitted from the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board(s) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
There was no indication or error message conveyed. No other devices were connected to the monitor when the failure was noticed. It was plugged into 120v ac power with the ac power cord. The power indicator light would illuminate when the main power switch was flipped to the ¿on¿ position every time.